Manufacturer narrative:
The device remains implanted.

Event description:
Review of a literature article revealed 1 case report associated with hemobahn. A hemobahn device was implanted in a (B)(6) pt with abdominal aortic aneurysm. Post device implant, increasing aneurysm diameter sac hygroma was diagnosed. Sac hygroma was diagnosed as the cause for increasing aneurysm diameter documented on spiral computed tomography (CT). The diagnosis of sac hygroma was made based on the lack of a demonstrable endoleak on CT imaging, the presence of a gelatinous, clear fluid in the sac, and a non-pulsatile sac pressure that was about one third of the systemic blood pressure. The pt was followed at regular intervals with spiral CT and percutaneous CT-guided trans-lumbar intra-sac pressure measurements. Surgical intervention was performed with a large fenestration in the aneurysm sac, partly resecting the aneurysm wall. The fluid removed from the sac was translucent, whitish, semi-liquid, gelatinous, and viscous. However, the open fenestration did not prevent hygroma recurrence. The aneurysm diameter remained unchanged during the observation period.